Event description:
New information noted that patient was stable post procedure.

Manufacturer narrative:
More information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was capped on (B)(6) 2019 due to over-sensing.